Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced poor performance with the device resulting in the decision to explant the device. The device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed january 7, 2015.